Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the air noticed in syringe with same amount of volume gone. There was patient involvement, however no harm.

Event description:
It was reported that air was observed within the syringe during infusion. The customer suspected an over-infusion, noting that the volume of medication missing from the syringe was approximately equal to the volume of air present. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of air noticed in syringe with same amount of volume gone was not confirmed or replicated during investigation; however, the claws of the gripper getting stuck and not returning to the close position, could be the cause for an over infusion. The external and inspection of the suspect syringe module identified the claws of the gripper getting stuck and not returning to the close position. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Alaris system maintenance results indicate that that the syringe module is performing as designed and passes all accuracy measurements. A review of the syringe module error logs showed an error code 353.7200 (syr plunger pos sensor contaminated). At 8:27 am the unit was selected, the user selected bd plastipak 10 ml,the user programmed a basic infusion,the with a rate of 10.2 ml/h, a vtbi of 4.95 ml and a syringe bd 10 ml, the infusion was started. Between 9:51 pm and 9:53 pm the unit was selected, the user selected bd plastipak 10 ml,the user programmed a basic infusion,the infusion was programmed with a rate of 2.4 ml/h, a vtbi of 2.1141 ml, the syringe type was bd 10 ml, the infusion started, and the unit was channeled off. At 9:55 am the unit was selected, the user selected bd plastipak 10 ml,the user selected basic infusion,the infusion was programmed with a rate of 2.4 ml/h, vtbi was 2.0304 ml, the syringe type was bd 10 ml, and the infusion started. Between 1:34 pm and 1:36 pm the unit was selected, the user selected bd plastipak 10 ml,the user selected basic infusion,the infusion was programmed with a rate of 2.4 ml/h, vtbi was 8.5528 ml, the syringe type was bd 10 ml, the infusion started, the infusion stopped, the unit was selected again, the barrel clamp was opened, the barrel clamp was closed, and the infusion started. At 1:50 pm the user opened the barrel clamp, the unit was channeled off and the unit was removed. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. There was patient involvement, however no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported air noticed in syringe with same amount of volume gone was not confirmed or replicated during investigation. Log analysis and testing confirmed the suspect syringe module is infusing within specification; however, the claws of the gripper getting stuck and not holding the syringe appropriately, could be the cause for an over infusion. Note that this report lists imdrf annex a0401, a1801, a0509, a040502, a040601, g02017, g04070, g04055, g04061, c23, c0601, d11, d0302, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air was observed within the syringe during infusion. The customer suspected an over-infusion, noting that the volume of medication missing from the syringe was approximately equal to the volume of air present. There was patient involvement; however, no harm was reported

Manufacturer narrative:
Omit: g03012 - sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.